Event description:
This lead was implanted on (B)(6) 2008 and still remains implanted at this time. It was noted on (B)(6) 2016 that the patient had an accident with a bike. Since then, an impedance over 3000 ohms is the atrium and abnormal noise were observed. Provocation test was positive. The physician was (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).